Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) inspected the system onsite and confirmed the reported issue. Troubleshooting actions showed there was an issue with the start-up of the image processing computer (ippc). The fse replaced the ippc to resolve the issue. After the replacement of ippc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that there was a start-up problem with the allura system. The device was outside of clinical use at the time of the reported event, and no harm was reported to philips. As per the field service engineer, the system did not start because of a software error. The field service engineer inspected the system onsite and after the image processing pc was replaced, the device was returned to use in good working order.